Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 4mm pen needles the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: pen needles are blocking from time to time.

Event description:
It was reported while using bd ultra-fine¿ 4mm pen needles the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: pen needles are blocking from time to time.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2272788. D4: medical device expiration date: 31-oct-2027 . H4: device manufacture date: 04-nov-2022. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Retain samples were examined and all are good no problems found. DHR was reviewed and there were not any qns or other events that could be related to this complaint.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd ultra-fine¿ 4mm pen needles the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: pen needles are blocking from time to time.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30--may-2023. H6: investigation summary two open 32g x 4mm pen needle samples were returned from lot. No. 2272788 , cat. No. 320477. Visual examination was carried out on the returned sample and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to determine root cause.

Event description:
It was reported while using bd ultra-fine¿ 4mm pen needles the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: pen needles are blocking from time to time.